Event description:
It was reported that during the removal of the osteosynthesis material, the wings of the cephalic screw fractured. The implant couldn't be removed, it had to be left in-situ, which caused persistent conflict with the outer surface of the thigh and the gluteus medius of the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical devices: znn¿, cmn femoral nail, ccd 125°, left, ø 10 mm, 21.5 cm, item# 47-2493-211-10 , lot# 3048639 z nail 5.0x37.5 cort screw fa, item# 47-2484-037-50, lot# 64092322. Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. As product remains implanted no product was returned or pictures provided: product evaluation could not be performed. Review of the manufacturing records identified no deviations or anomalies during manufacturing related to the reported event. Device used for treatment. Medical records were provided and reviewed. The patient underwent a first surgery due to a right side pertrochanteric fracture due to a fall. As confirmed from op notes, about a one (1) year after the patient underwent a surgery to remove osteosynthesis material when the reported event happened. Product was not returned for investigation as it remained implanted in the patient. DHR review showed no deviation or anomalies, therefore the product met all specification at the moment of manufacturing. Previous similar events, where the lag screw cams sheared off during nail removal, were addressed in a previous CAPA. No corrective actions or preventive actions were required as the identified risk was acceptable. However, the CAPA executive board decided that a new instrument to meet the requirements of the surgeons for lag screw removal should be developed. No information were provided on the instruments used to remove the screw during surgery, therefore it is not possible to assess the surgical technique used. In addition, if the zb implants were removed with stryker instruments, the failure of the reported screw might be attributed to the non-authorized combination of zb products with products from another manufacturer. Follow-ups were carried out to obtain more information on the instrument used during surgery, but no information were received. With the following information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.